Event description:
The following information was reported to gore: on (B)(6) 2017 a patient underwent treatment of a thoracic aortic aneurysm, zone 0 in the ssb 11-02 study. A conformable gore® tag®thoracic endoprosthesis was utilized in the procedure. On (B)(6) 2021 an endoleak, proximal (reportedly probable type ii) segmental thoracic vessel, with interval increase in the size of the aortic sac occurred. This increase was at the level of the carina the aortic sac has increased from 6.6 x 6.7 cm to 7.3 x 7.3 cm at the level of the inferior left pulmonary vein the aortic sac previously 6.5 x 7 cm now measures 7 x 7.6 cm. On (B)(6) 2021 a reintervention took place to treat the endoleak and the patient did well following the procedure.

Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. According to the conformable gore tag® thoracic endoprosthesis instructions for use, adverse events that may occur include, but are not limited to endoleak and aneurysm enlargement.

Manufacturer narrative:
H6. Results code 1: 213: a review of the manufacturing records for the device verified the lot met all pre-release specifications. H.6. Conclusion code 1: 22: according to the conformable gore tag® thoracic endoprosthesis instructions for use, adverse events that may occur include, but are not limited to endoleak and aneurysm enlargement.

Manufacturer narrative:
Change b3- on (B)(6) 2021 a type ib endoleak was revealed, segmental thoracic vessel, with interval increase in the size of the aortic sac occurred. H.6. Results code 1: 213: a review of the manufacturing records for the device verified the lot met all pre-release specifications. H.6. Conclusion code 1: 22: according to the conformable gore tag® thoracic endoprosthesis instructions for use, adverse events that may occur include, but are not limited to endoleak and aneurysm enlargement.

Event description:
On (B)(6) 2021 a type ib endoleak was revealed, segmental thoracic vessel, with interval increase in the size of the aortic sac occurred.